Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. The patient¿s parent reported the patient felt dizzy, the cgm displayed 198 mg/dl; however, the patient¿s bg was 520 mg/dl. The parents administered insulin, the patient¿s bg decreased, and no further action was required. Patient felt dizzy and was treated with insulin by his parent. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.